Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was inadequate iodine in the sponge of a minicap. The reporter stated that the sponge had "no iodine to speak of". This was noted before patient use. There was no patient involvement. No additional information is available.